Event description:
The user facility reported that a hose broke causing a steam leak subsequently setting off the sprinkler system and flooding the back of the unit.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.